Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the pt's lead and generator were explanted due to a lead fracture. No further details were made on the issue. The explanted lead and generator were returned to the MFR for analysis, but has yet to be completed. Good faith attempts to obtain further details on the event are currently in progress.